Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for system implant. During placement of the left ventricular lead, the lead could not be advanced into the vein and the stylet broke inside the lead. The lead was not implanted.